Event description:
Customer did a blood glucose test and received a result of 472mg/dl. Then took insulin based on reading. Then did another test later and received a result of 127mg/dl. Then ate lunch, and was later found unresponsive. Paramedics were called and they tested blood glucose and received a result of 20mg/dl, result on customer meter was 212mg/dl. Glucose was given. Wrong controls were being used. A request was made for the return of the suspect device and replacement product was sent.